Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refz3490 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the catheter part which was outside of the patient¿s body was broken inside the dressing. The device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was returned in two pieces and was observed to be broken just distal to the molded joint. Tensile weakness was observed in the catheter just distal to the break site, as well as approximately 2 cm and 6 cm distal to the break site. A microscopic observation revealed the break sites were somewhat uneven, but mostly smooth with a granular surface texture. The characteristics and location of the break in the returned sample suggest the catheter likely broke due to excessive tensile (pulling) force.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the catheter part which was outside of the patient¿s body was broken inside the dressing. The device was removed from the patient¿s body. There was no reported patient injury.